Manufacturer narrative:
(B)(4). Correction/removal reporting number is pending FDA assignment. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the device was identified to be a subject of the recall. Device was explanted and replaced. Patient's condition was stable.